Event description:
It was reported that patient has developed a z syndrome 5 weeks post implant. The doctor noted an area nasal to the lens of anterior/posterior capsule fusion and superior plate is forward with regression of rhexis in that area along with posterior capsular opacification. The surgeon is evaluating treatment options. Additional information has been requested.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.